Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant medical products: mentor smooth round moderate profile 300cc saline catalog: 3501645 lot: 5786612 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent breast augmentation revision with mentor smooth round moderate profile 300cc saline breast prostheses. Deflation of the left breast prosthesis was confirmed. As a result, the patient was scheduled for removal on (B)(6)2018.

Manufacturer narrative:
On 1/17/2019, mentor became aware that the patient also experienced deflation and capsular contracture baker grade ii on the right side. Mentor also became aware that the patient experienced bilateral ptosis. On the same day, mentor became aware that the correct serial number for the left side was (B)(4). Mentor also became aware that the patient underwent bilateral removal and replacement with (left) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7583706 sn: (B)(4) and (right) 300cc mentor smooth round moderate profile saline catalog: 3501645 lot: 7583706 sn: (B)(4) on (B)(6) 2018. This medwatch form is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Two devices with the same lot number were received by mentor. None of them contained fluid. White material was observed within both devices. No foreign material was observed on the shell surface of both devices. During visual examination of both devices, mentor product analysis lab observed a crease on the anterior view that extended to the posterior view. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, mentor product analysis lab was precluded from further evaluating the device. No other anomalies were found. The complaint of deflation was not confirmed since no rents were found on the reported devices. However, at this point it is not possible to determine the root cause of the creases or the origin of the white material observed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Mentor product analysis lab concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. These findings are consistent with a crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: under-inflation or over-inflation of the device, continuous and sustained stresses to the device - such as capsular contracture or too small a breast pocket, and folding or wrinkling of the shell in the breast pocket. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 9/11/2018, mentor became aware that the correct date of event was (B)(6) 2018 and that the date of explantation is (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Upon receipt by mentor, the device returned without fluid. White material was observed within the device. No foreign material was observed on the shell surface. Mentor product analysis lab discovered a crease on the product. No other anomalies were discovered. The complaint was not confirmed for deflation. A manufacturing record evaluation (mre) of lot number 5786612 was reviewed and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Some breast ptosis is a normal component of the mature breast. Ptosis is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).

Manufacturer narrative:
On 10/19/2018, the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. (B)(4).